Manufacturer narrative:
(B)(4) stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal ng proximal release covered stent was to be used during an insertion of esophageal stent procedure performed on an unknown date. According to the complainant, this was to treat dysphagia. Reportedly, the patient's anatomy was not tortuous and the lesion was dilated prior to stent placement. During the procedure, after reaching the target area, the physician was only able to partially deploy the stent because the release suture was stuck over the stent. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex esophageal ng proximal release covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed and stent deployment suture was knotted. During the product analysis, the investigator was unable to unravel the knots. However, there were no knots observed on the suture containing the remaining 10 mm of the stent and the investigator was able to deploy the stent. The suture lumen, stent suture, and crochet were inspected and no issues were identified. No issues were noted with the profile of the stent. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal ng proximal release covered stent was to be used during an insertion of esophageal stent procedure performed on an unknown date. According to the complainant, this was to treat dysphagia. Reportedly, the patient's anatomy was not tortuous and the lesion was dilated prior to stent placement. During the procedure, after reaching the target area, the physician was only able to partially deploy the stent because the release suture was stuck over the stent. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex esophageal ng proximal release covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 16, 2015. According to the complainant, the dysphagia was caused by a malignant stricture.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal ng proximal release covered stent was to be used during an insertion of esophageal stent procedure performed on an unknown date. According to the complainant, this was to treat dysphagia. Reportedly, the patient's anatomy was not tortuous and the lesion was dilated prior to stent placement. During the procedure, after reaching the target area, the physician was only able to partially deploy the stent because the release suture was stuck over the stent. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex esophageal ng proximal release covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 16, 2015. According to the complainant, the dysphagia was caused by a malignant stricture.